Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) lcd displays a single line across the screen and was unreadable was confirmed during the functional testing. The root cause of the reported complaint was a failed processor board. Unable to perform the initial functional test due to the autopulse platform not entirely booting up, confirming the reported complaint. The processor board needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
The customer reported that the autopulse platform (sn (B)(6)) lcd displays a single line across the screen and was unreadable during shift check. The customer attempted troubleshooting by swapping the li-ion batteries, but the issue persisted. No patient involvement.